Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (572 mg/dl). The customer did not know the cause for elevated bg levels; however, the customer reported the max bolus setting needed to be adjusted. Tandem technical support guided the customer through adjusting the max bolus setting. Customer addressed elevated bg levels with fluids.